Event description:
Additional information revealed the leas was also twisted. As such, the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy was regained and the issue is resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient's spouse reported that the patient's stimulation decrease by itself when using the scs system. In addition, the programmer also reflects an error message. Diagnostic testing revealed high impedance values on multiple lead contacts. Reprogramming was unable to resolve the issue. X-rays showed the lead was damaged. As such, the patient will undergo surgical intervention to address the issue.